Manufacturer narrative:
Received a 11f catheter and a guidwire for evaluation. A visual inspection reveals the catheter to be without damage or defect. The guidewire is stuck within the holder and thumb advancer. It is broken, unraveled and kinked with in the holder. A functional analysis with a 0.038' guidewire from stock showed it to easily and without resistance to pass through the catheter. The guidewire was forwarded to the device manufacturer for evaluation. After their review the contract manufacturer determined that the manufacturing and inspection procedures contained in the device history record did not present any indication of defect or anomaly that could have led to the reported event. They determined the most probable cause of the damage to the guidewire was ductal, tensile overload. The damage presented by the specimen appears consistent with attempting to withdraw the device back through constraint condition. Based on the evidence presented by the sample and the information provided by the documentation, clinical and/ or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
During the procedure, at the time of removal of the guidewire, it came out broken. The catheter was removed and the piece of guidewire inside it.